Manufacturer narrative:
No sample or lot number info were provided for eval. The component used in the MFR of the reported product catalog number is rec'd from an external supplier. Incoming qa performs visual inspection to verify that drain assemblies are free of air, bubbles, nicks, cuts, pock marks and short shots, perform dimensional inspection, and an instron break strength test. Also, supplier certifies that product has been manufactured according to specs via a certificate of compliance. As a finished good, qa performs visual inspection to verify that product is free of cuts or tears on the surface of the drain. The incoming quality assurance records for the drain used in the MFR of the reported product catalog number, were reviewed and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. Standard labeling of instructions for use for channel wound drains shows: to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks.